Event description:
It was reported that during an esophagectomy procedure, the device was used to triangulating stapling technique at the cervical part of esophagus. The jaw became not to be opened after the first firing. The staples were deployed properly. An echelon 60 device was used to complete the case instead of this device. There were no adverse consequences for the patient. As the driver was stopped on the way, the cartridge could not be loaded into the jaw.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information: when the device was checked after the operation, the firing trigger was hard and locked on the way. The trigger was not returned to its home position. The device was released by grasping the closing lever again.

Manufacturer narrative:
(B)(4). The analysis results found that the 6tb45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The test reload was loaded on the device without any difficulties and did not fell out. The device opened and closed as intended. The device fired with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
There were no technical problems with the stent or coiling procedure. Patient had several hypotensive episodes for which anesthesia were slowed to correct. Patient developed water shed infarcts which she was recovering from, but due to the necessity of anticoagulation stent in place stroke converted to hemorrhagic stroke resulting death. Additional information indicated that the patient underwent treatment of two aneurysms that extended from the terminus carotid to the (pca) posterior cerebral artery and terminus carotid to the (mca) middle cerebral artery. Two stents were placed at the sites and three coils were deployed at the site. All went well with the case, but during the procedure, due to anesthesia, the patient's blood pressure bottom out, and there were infarcts in the cerebellar and the opposite side. During the event, the patient was taking back for angiograms, and the stent were patent without thrombus. The cause of the event was hypoperfusion caused by anesthesia.